Event description:
Caller alleged discrepant results with inratio versus lab. Inratio: 2.7, lab: 3.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 2.7, lab: 3.7, mean: 3.20, confidence limits: 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing functional testing is not required at this time. Device is not expected to be returned. No further investigation will be required. No strip info provided at time of the complaint was reported. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established.